Event description:
The facility reported a device that the "open channel button failed". It is unknown when the reported condition occurred. There was no pt injury or medical intervention reported. There was no additional information available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available